Event description:
It has been reported to philips that system could not save images. The system was in clinical use. No harm has been reported to philips. A philips service engineer inspected the system on site. It was identified that ippc (image processing pc) was failing. The ippc (image processing pc) has been replaced that the system was returned to use in good working order.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and found that exposure was not possible. To resolve the issue, the fse had replaced the ippc software on the hard disk. After replacing the ippc software, system was returned to good working condition. The codes were updated based on the investigation outcome.